Event description:
On (B)(6) 2014, the patient's mother reported that her son has been experiencing elevated blood glucose levels from 400-600 mg/dl. She stated that she has had issues with the blood glucose monitor and the infusion device not communicating. She thinks her son's infusion device is delivering too low an amount of insulin. She stated that she has programmed boluses and watched them deliver, but then later those boluses are not in the history of the infusion device, when she uses software to retrieve the history, and not in the history of the blood glucose monitor.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.